Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed with a pilot 50 guide wire. The guide wire was advanced and crossed the target lesion. An unspecified balloon catheter was advancing when resistance was met with the guide wire. The balloon catheter crossed the target lesion after force was applied. Then during removal of the balloon catheter, the balloon catheter became stuck with the guide wire. The devices were removed and the procedure ended at this point. Reportedly, the guide wire did not feel smooth [irregular texture]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation codes were inadvertently left off of the initial/30 day report. (B)(4).